Event description:
It was reported that the customer required medical intervention to treat her low blood glucose levels. The blood glucose reading was 15 mg/dl. The customer stated that she had gone to her kitchen to check her blood glucose reading and passed out. Her granddaughter called paramedics, who treated her with glucose via intravenous drip. The customer stated that the insulin pump was fine and did not wish to troubleshoot for low blood glucose. She had called to report her sensor coming out, not for the low blood glucose event. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been retruded. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.